Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the spring of the drillsl 8.5/2.8 was deformed, causing movement and looseness of the device. A dimensional inspection for the drillsl 8.5/2.8 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. Functional testing was not performed due to post-manufacturing damage. Based on the observed condition of the device, it is reasonable to conclude that functionality issues during device assembly or interaction may be present. The overall complaint was confirmed as the observed condition of the drillsl 8.5/2.8 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: - drillsl 8.5/2.8 device history review part: 312.080-15 lot: 57653p5 manufacturing site: hägendorf release to warehouse: 16-july-2025 a DHR evaluation was performed for the finished device article 312.080-15 lot 57653p5, and no non-conformances were identified.

Event description:
It was reported that on april 15, 2026, the spring in the product had become loose, preventing it from being used properly during surgery. The surgery was completed successfully after few trials with a few minutes delay.